Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer under-bolused for food that was consumed and customer's blood glucose (bg) levels increased to 238 (mg/dl). Customer delivered additional insulin to address bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.